Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the needle went through the side of the catheter. The following was received by the inital reporter: verbatim: during insertion of IV, pre op rn states she received flashback, went on to advance the catheter, she felt resistance, she pulled the catheter back, noticed that the vein appeared "puffy" assumed that the vein had blown, therefore, she removed the catheter and found the needle went through the side of the catheter.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5118020]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the needle went through the side of the catheter. The following was received by the inital reporter: verbatim: during insertion of IV, pre op rn states she received flashback, went on to advance the catheter, she felt resistance, she pulled the catheter back, noticed that the vein appeared "puffy" assumed that the vein had blown, therefore, she removed the catheter and found the needle went through the side of the catheter.